Event description:
User alleges that during a blood transfusion for a severe trauma patient, the user found that circulating water was getting darker. The transfusion continued. After completion of the transfusion the circulating water tank of the system 1000 overflowed with blood-contaminated water. The user also confirmed blood at the heat exchanger connecting portion (bottom socket). The heat exchanger was set by the dr. No pt injury.